Manufacturer narrative:
Device sample not returned to manufacturer at this time. DHR investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available to investigation, therefore, it is not possible to determine a root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend related complaints.

Event description:
The event is reported as: during the use the staples remained stuck in stapler. No reported patient consequences.